Event description:
Patient was implanted with trochanteric fixation nail and helical blade construct on an unknown date. Three weeks post-operative, reportedly the patient experienced a cut-out through the superior aspect of the femoral head causing a varus collapse of the femoral neck. Patient was returned to the or on (B)(6) 2013 for revision surgery. Patient was revised to a hemi-arthroplasty. This report is for an unknown trochanteric fixation nail. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.